Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in two stored untreated episodes and an inappropriate shock. This device was treated in clinic with noise reproduced via aggressive pocket manipulation. Rhythmcare recommended performing an x-ray to evaluate system placement and connection. This device system was reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.